Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain at the implant site. The whole system was explanted and replaced. No patient symptoms were reported.